Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end the complaint regarding a broken conductor wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported the fenestrated bipolar forceps had a broken conductor wire. The procedure was completing as planned with no reported injury.